Event description:
A medtronic representative reported that during a spinal fusion surgery the surgeon experienced optical tracking difficulties. The optical tracking field was reportedly reduced and the instrument geometric constraint values were reading high. It was difficult to get the reference frame or probe, (navlock grey) to track at all. The geometry error of both instruments was too high. They had to remove one of the reflective spheres from the grey navlock tracker as well as bring the camera much closer to the operation field in order to be able to track the instruments. After bringing the camera closer they were able to navigate the rest of the surgery without issue. No impact to the patient's outcome was reported

Manufacturer narrative:
The patient identifier has been requested, but is not available from the site. The optical camera (position sensor unit) was replaced on the system at the site. After replacing the position sensor unit (psu), the system tested fully functional. The suspect psu was received back by the manufacturer and evaluation results are as follows: the psu failed an (accuracy assessment kit) aak test at .63mm. The psu is out of calibration.